Event description:
It was reported that cartridge alarm 20 occurred during the load process while customer followed prompts and removed used cartridge when instructed, and caller also reported cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer declined pump replacement because customer was already scheduled to receive brand new pump through insurance, and technical support confirmed reports, offered replacement, and closed case with no further action required.